Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from consumer regarding a patient receiving intrathecal fentanyl and bupivacaine via an implanted pump for non-malignant pain. It was reported that the patient just had the pump refilled yesterday ((B)(6)2025) and the lockout setting did not reset at midnight. The handset was stuck at 90% since a month or two after the implant. It was noted the patient gets 20 bolus per day. It was reported it takes 2-3 minutes to connect and deliver the bolus. They were getting services code 156 on the handset. The nurse told them to call patient service for assistance regarding the bolus count. Patient services reviewed controller function and recommended closing all apps after using the handset. The agent reviewed meaning of service code and recommended clearing the data on the handset. Agent reviewed lockouts information and recommended patient consult with the healthcare provider¿s office regarding lockouts. The issue was not resolved through troubleshooting.